Event description:
Patient receiving taxol infusion reported feeling something wet on filter. Small amount of leak noted to distal portion of filter on the circular area by rn. Chemo precaution followed and filter replaced. Patient reports that this same occurrence had happened previously. Patient received full dose; it was very small amount that leaked. No injury noted to patient.